Event description:
It was reported that primary ra surgery was done in 2009 and in (B)(6) 2014 pain and stiffness in hip was reported. X ray shows osteolyses and calc . High crp. Mr in sept 2014 shows suspect osteolite and infection. Extraction of implant was performed on the (B)(6) 2015. A lot of pus. Pos synovasure.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed. Method and results: the liner was returned assembled in the trident shell. There were scratches and marks of wear and consistent with use and explantation visible on the surface of the liner. The material analysis report concluded: scratching was observed throughout the articulating insert surface and is a commonly identified damage mode on uhmwpe acetabular inserts. There was no measureable linear wear rate. A review of the medical records and material analysis report by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty with additional patient-related factor of ra disease but without device-related aspects. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusions: a review of the event by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty with additional patient-related factor of ra disease but without device-related aspects. No further investigation is possible at this time. If additional information such as pathology reports become available, this investigation will be reopened.

Event description:
It was reported that primary ra surgery was done in 2009 and in (B)(6) 2014 pain and stiffness in hip was reported. X ray shows osteolyses and calc . High crp. Mr in (B)(6) 2014 shows suspect osteoit and infection. Extraction of implant was performed on the (B)(6) 2015. A lot of pus. Pos synovasure.

Manufacturer narrative:
Additional devices listed in this report: cat 1131-0620 symax hip stem size 6 right, lot code 26681201. Cat 6260-9-132 32mm std lfit v40 head, lot code 31023401. Cat 540-11-58g trident psl ha solid back 58mm lot code unknown it cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. Additional information has been requested and if received, will be provided in the supplemental report.